Event description:
It was reported that when the device was used during an unknown procedure, it would not function. The surgeon discarded the stapler and used other method to close incision and complete the case. There was no consequence to the pt.